Event description:
It was reported that during a procedure to treat an atrial fibrillation (a fib), aspirated air was observed while using a faradrive steerable sheath clear. After the ablation and removal of the farawave catheter, the physician aspirated a significant amount of air. Unable to manage the excessive air ingress, the sheath was replaced. The procedure was completed using an alternate device. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat an atrial fibrillation (a fib), aspirated air was observed while using a faradrive steerable sheath clear. After the ablation and removal of the farawave catheter, the physician aspirated a significant amount of air. Unable to manage the excessive air ingress, the sheath was replaced. The procedure was completed using an alternate device. No patient complications were reported. The device was received for analysis.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears by the center slit on the external and internal valves. This pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.